Manufacturer narrative:
All information related to this complaint was sent to the supplier. A product sample was received for evaluation and was forwarded to the supplier for analysis. Should additional information be returned pertinent to the investigation a supplemental report will be filed.

Event description:
It was reported that after starting to use the product, the product surface fluffed up, which was frequently observed. No patient injury was reported.